Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that after inserting a tampon the applicator plunger detached leaving the barrel along with the tampon pledget inside her vaginal cavity. She was able to manually remove the tampon pledget and applicator barrel on her own and did not seek medical attention. She believed the insertion tube scratched her vagina. She experienced stinging and burning along with some itchiness. Her symptoms improved and she did not seek medical attention. She did not experience any adverse health effects.